Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that on the morning of 04-dec-2020 she had a bad fall and fell on the implant. The patient was able to charge the implant but she was not feeling the "buzz sensation" like she usually did with stimulation on since the fall. The patient was redirected to her healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. It was reported the patient was seeing eri. It was reviewed that it was 8 years exactly. Additional information was received. It was reported the patient put a new battery into the programmer and the buzzing was resolved. It was noted the patient did not know the connection. When they fell it was right on the neurostimulator and they thought they broke it. It was working fine now and was put in on (B)(6) 2012.